Event description:
The physician was performing a procedure on the posterior communicating (pcomm) artery aneurysm. The physician reported he was using the catheter in question, and wanted to exchange the guide wire for a detachable coil, but had reportedly found the soft tip of the catheter "breaking rough 2-3mm in the vessel." The procedure was subsequently aborted. The physician reported the pt suffered no adverse effects as a result of this phenomenon.

Manufacturer narrative:
The device in question will not be returned to boston scientific as it was retained by the hosp. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. If further significant info becomes available, a supplemental report will follow.